Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, an episode of non-sustained lead noise due to far-p oversensing was observed. Programming changes were made. The device remains implanted.